Event description:
Caller reported experiencing a cgm error 42. Blood glucose level was noted at a specific value that was within range. Customer received assistance from cts to perform a pump reset, after which the cgm error code did not reappear, and the caller successfully started their sensor session.